Manufacturer narrative:
(B)(4). Physio-control examined the customer's device but was unable to duplicate the reported issue. As a precaution, physio replaced both the system pcb assembly as well as the main keypad assembly, and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. After multiple attempts, physio-control has been unable to contact the customer for additional information regarding the reported issue or patient event(s). The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that on two occasions their device powered off by itself during patient use. No additional details about the event(s) were provided by the customer. No adverse effects to the patient(s) were reported as a result of the reported issue.

Manufacturer narrative:
Through a separate investigation performed in medwatch report number 3015876-2014-00366 for the same device it was determined that the likely cause of the reported issue was a 3rd party external usb data cable. It was observed that the 12 volt line was broken open. Because the 12 volt line was open, it would intermittently be positioned to ground out which would lead to the device losing power.